Manufacturer narrative:
The report states: litigation papers allege: on (B)(6) 2007 patient suffered from a femoral head fracture after having a right total hip resurfacing asr hip, he than had a revision surgery after the fracture. In the years following his surgery, he suffered from pain and discomfort in his right hip. It became increasingly painful for him to walk, to move his legs and to rise from a seated position. Doi: (B)(6) 2007 right hip. Dor: (B)(6) 2007. Examination of the reported devices was not possible as they were not returned to depuy. A search of the complaints databases and/or a review of device history records was not possible as the necessary product and lot code combinations were not provided. The investigation can draw no conclusion with the information provided. However, it is known the asr product line was recalled in august 2010. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Litigation papers allege: on (B)(6) 2007 patient suffered from a femoral head fracture after having a right total hip resurfacing asr hip, she then had a revision surgery after the fracture. In the years following his surgery, he suffered from pain and discomfort in his right hip. It became increasingly painful for him to walk, to move his legs and to rise from a seated position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, with implant records, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.